Event description:
Reporter alleged discrepant blood glucose results of 378 mg/dl and 143 mg/dl when testing was performed back-to-back within 2 minutes on the advantage system. Reporter alleged customer took extra insulin (novolog amount not reported) based on the 378 mg/dl result. Also stated that after obtaining 143 mg/dl result, customer ate extra food to offset the insulin. No adverse event was reported. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
Additional concomitant medical products: minoxidil - 4-5 years - 7.5mg twice daily; metoprolol - 4-5 years - 100mg twice daily; furosemide - 4-5 years - 120mg twice daily;zoloft - 4-5 years - 200mg daily; felodipine - 4-5 years - 5mg twice daily; allopurinol - 4-5 years - 100mg twice daily; prochlorper - 4-5 years - 5mg twice daily; phoslo-calcium - 4-5 years - 667mg thrice daily.